Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable crep2 creatinine plus ver.2 (crep2) results for 7 patient samples tested on a cobas integra 400 plus. Of the data provided 5 were a reportable malfunction. Please refer to the attachment to this medwatch for patient data. The crep2 reagent lot was 328252 with an expiration date that was not provided. It was not clear if any of the erroneous results were reported outside of the laboratory or not. It was also not know if there were any adverse events alleged for any of the patients. Clarification has been requested but not yet provided. The calibration and qc results were acceptable. Review of the reaction kinetics shows what appears to be a reagent carryover issue. The customer has tried running crep2 testing with and without an extra wash cycle along with an increased frequency of probe maintenance, but the issue is still not resolved. The investigation is currently ongoing.

Manufacturer narrative:
A general reagent or hardware issue is excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
For all the patients involved it was confirmed that no erroneous data was released outside of the laboratory and there was no allegation of an adverse event.

Manufacturer narrative:
Investigations have determined a reagent carryover to the crep2 (creatinine) or trigl (triglycerides) test can occur if a preceding test containing dextran sulfate is pipetted first and then followed by the chol2 (cholesterol gen. 2) reagent. This carryover can result in discrepant, high results for crep2 and trigl. Installation of extra wash cycles avoids this issue. Customers have been provided with the workaround.

Manufacturer narrative:
The crep2 reagent expiration date was 31-dec-2018.